Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was taking longer to charge and will not last as long as it used to. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.